Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug driver was found with a stripped tip during an inspection. The specific surgical information is not available.

Event description:
It was reported that a plug driver was found with a stripped tip during an inspection. The specific surgical information is not available.

Manufacturer narrative:
Inspection: the returned device was examined. Visual inspection revealed that the polaris plug driver had a fractured tip. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.